Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the defibrillator's associated multi-function therapy cable was returned to zoll medical (B)(4). The malfunction was duplicated and attributed to a damaged conductor within cable. The multi-function therapy cable was scrapped. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device was unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.